Event description:
It was reported the physician thought the implantable neurostimulator (ins) battery ¿lasted less¿ than a different model the manufacturer produced. It was further reported they thought this was ¿more evident when the pocket adaptor was necessary.¿ it was stated the ins had undergone ¿premature¿ battery depletion and was replaced as a result. It was noted the event was a ¿general comment¿ reported by the physician. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).